Manufacturer narrative:
Date of event: (B)(6) 2003. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [(B)(4)].

Event description:
It is reported in a case report titled "repeat knot formation in a patient with an indwelling ureteral stent" published in vol 32 (3): 308-309, may-june 2006 of the international brazilian journal of urology, a patient experienced two separate occasions of ureteral stent knotting. The patient was an (B)(6) year old female patient with multiple unspecified medical problems, nephrolithiasis, and multiple sclerosis requiring a tracheostomy. (B)(6) 2002, the patient was treated (unspecified procedure) for an 11x 8 mm left renal stone using a cook kwart retro-inject stent (6fr x 22-32cm). The patient was lost to follow-up until (B)(6) 2003, when she developed escherichia coli urosepsis. At that time, the stent was found to be thickly encrusted. The provider performed two external shockwave lithotripsy (eswl) treatments, then performed a ureteroscopy with laser lithotripsy to facilitate removal of the stent. Examination of the removed stent revealed a knot in the proximal coiled portion of the stent. Due to the extensive manipulation during the stent removal procedure a new kwart stent was placed with the plan to remove it within a short period of time. An unspecified time later, an attempt was made to remove the second in the clinic using an externalized string, and this attempt was unsuccessful due to a knot in the proximal coiled portion of the stent (reported in patient identifier (B)(6)). No additional consequences to the patient have been reported as a result of these occurrences.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. It is reported in a case report titled, "repeat knot formation in a patient with an indwelling ureteral stent" published in vol 32 (3): 308-309, (B)(6) 2006 of the international brazilian journal of urology, a patient experienced two separate occasions of ureteral stent knotting. The patient was an 82-year-old female patient with multiple unspecified medical problems, nephrolithiasis, and multiple sclerosis requiring a tracheostomy. (B)(6) 2002, the patient was treated (unspecified procedure) for an 11x 8 mm left renal stone using a cook kwart retro-inject stent (6fr x 22-32cm). The patient was lost to follow-up until (B)(6) 2003, when she developed escherichia coli urosepsis. At that time, the stent was found to be thickly encrusted. The provider performed two external shockwave lithotripsy (eswl) treatments, then performed a ureteroscopy with laser lithotripsy to facilitate removal of the stent. Examination of the removed stent revealed a knot in the proximal coiled portion of the stent. Due to the extensive manipulation during the stent removal procedure a new kwart stent was placed with the plan to remove it within a short period of time. An unspecified time later, an attempt was made to remove the second in the clinic using an externalized string, and this attempt was unsuccessful due to a knot in the proximal coiled portion of the stent (reported in patient identifier (B)(6). No additional consequences to the patient have been reported as a result of these occurrences. Investigation - evaluation. Reviews of the complaint history, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. Accordingly, a physical examination could not be performed. The lot number of the device is not known. A review of the device history record could therefore not be conducted. There were no identified gaps in the quality controls procedures. Cook has concluded that sufficient controls are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use. The current IFU for this device warns, ¿formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal.¿ the IFU further cautions, ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered,¿ and ¿stent must not remain indwelling more than six months.¿ these precautions would also have been included on the version of the IFU that was packaged with the complaint device. Based on the information available, investigation has concluded that likely factors that could have contributed to the event include human anatomy/patient condition, medical procedure, and user technique. Stent coil knotting is a known inherent risk of this device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.